Manufacturer narrative:
The company tech-support helped the customer biomed to troubleshoot the iabp remotely. The customer biomed originally attributed the event of "maintenance required code #2" alarm to the drive manifold assembly (part number 0104-00-0018) and therefore replaced it. However, after the replacement, the iabp was not operational. Pcb solenoid driver (part number 0670-00-0639) was replaced and the drive manifold assembly was placed back on the iabp. After the repair, the iabp unit functioned properly. The suspected pcb solenoid driver was sent back to (B)(4) for eval. Upon pcb solenoid driver eval, the results will be provided in a supplemental MDR. The production device history record for the iabp involved in the event was reviewed. There are no non-conformances related to the reported event. (B)(4).

Event description:
The customer reported that during the routine check; sometimes when the iabp was powered up, the iabp would generate "maintenance required code #2." (Drive transducer offset failure) alarm or "auto fill failure" alarm. The event date is not known. Note: the customer reported additional event with another iabp. Refer to corresponding MDR 2249723-2014-00648 and (B)(4).